Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-106183.

Event description:
A surgeon reported that multiple knives often are not sharp during separate surgeries. There has been no incisional or procedure impact with any occurrence. Additional information is not available.